Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations on (B)(4) 2014. Failure analysis investigations confirmed the customer's reported complaint. The instrument pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The clevis did not exhibit any damages or wear marks. There were no other damages at the wrist of the cable. The reported complaint of instrument began to move weird and got stuck does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken cable located at the distal clevis hub of the instrument found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
On (B)(6) 2014, it was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that the bipolar forceps instrument began to move weird and got stuck. The procedure was completed using a different instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. At this time there was no information on whether there was any physical damage to the instrument.